Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, it was identified in sterile processing department that the hexagonal screwdriver attachment was stuck on the t-handle with quick coupling and will not come off. There is no patient involvement. Concomitant device reported: t-handle with quick coupling (part # 311.44, lot # 4908173, quantity 1). This report is for one (1) large hexagonal screwdriver. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A product investigation was completed: upon visual inspection, it was noticed that the t-handle was stuck to the hexagonal screwdriver at the coupling feature on distal end. Thus, the complaint is being confirmed. Functional testing of the received device was performed by pulling apart but the devices were unable to be separated. Dimensional inspection was unable to be performed on the device due the received stuck condition of the measurable feature. The relevant drawing was reviewed; no design issues or discrepancies were found during this investigation. The complaint condition is confirmed. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.